Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the heater tray paint cracked and coming off. There were no other discrepancies found during the inspection. The as-received treatment passed. The heater/temp tests passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection of the cycler. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient stated that the heater tray looked like it is burnt on top. The patient was advised to discontinue the use of their cycler. Additional information was requested, however to date not provided